Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was asymptomatic. Upon interrogation, the right ventricular lead exhibited noise. All other electrical measurements were stable. No intervention was performed. The patient would continue to be monitored.

Event description:
New information received notes that the patient's right ventricular lead was capped and replaced due to noise over-sensing on 19 jan 2017. False high ventricular rate episodes were noted.